Event description:
It was reported that the customer required assistance to treat a blood glucose (bg) level. It was not provided if bg level was low or high. Reportedly, the customer was hospitalized and experienced a coma. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.